Manufacturer narrative:
The console was received and decontaminated. During troubleshooting the reported pump reinitialization errors were duplicated. The root cause of the reported event was due to a malfunctioning pcsa power cable. As this failure is occurring at a low-incidence rate, quest medical will continue to monitor against future trends.

Manufacturer narrative:
The device is expected to be returned for investigation. A follow-up report will be submitted after investigation is completed.

Event description:
Report received states that the console displayed pump reinitialize multiple times during a case and would not allow them to delivery a full dose. She also said the volumes delivered were inaccurate each time they power cycled. There were no patient complications.